Event description:
Falsely depressed fibrinogen results of <40 mg/dl results were obtained on a pt sample. Despite the results being flagged by the instrument, the customer reported them to the physician. The sample was sent to another facility which reported a fibrinogen at 140 mg/dl without any flags. The patient received 20 units of cryoprecipitate, but there was no report of adverse health consequences, as a result of the falsely depressed fibrinogen results. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed fibrinogen was user error.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed fibrinogen was user error. The instrument is operating within specifications.